Manufacturer narrative:
At the conclusion of the investigation, the reported event was confirmed. The probable cause is likely due to a user error that occurred while registering the device to the appropriate patient during the device application process.

Event description:
It was reported that two patient's devices were swapped during the patient registration process by the healthcare provider. As a result, an incorrect ECG report provided to the physician resulted in patient treatment.